Manufacturer narrative:
The hillrom technician found exposed wires on the charging cable that needed to be replaced. Based on the instructions for use (7en137107 rev. 2), during installation: a)connect the extension cable for the charging cable to the control box. B) insert the extension cable in the tension clip underneath the control box. C) connect the charging cable to the extension cable. Additionally, the control box provides a short circuit warning, indicating the user needs to check cables and connections. This warning is shown until repaired. The instructions for use also notes warnings regarding the charging procedure: never charge batteries in a wet area! If the charger cable (coiled cable) is stretched out it should be replaced to avoid the risk of the cable getting caught and tear. The lift cannot be used when the charger cable is plugged into a wall socket. In addition, a review of our post market data indicated that there have been no allegations of serious injury or death caused by the charging cable connection overheating. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this lift on (B)(6) 2018. It is unknown if the facility performed any other preventative maintenance on this lift. The technician replaced the charging cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating there was exposed wires on the charging cable. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).